Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (b)(60 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue calibrating the code because the up and down arrow buttons are not responding on his onetouch utlramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient manages his diabetes with metformin pills (1000 mg) and insulin (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications. A couple hours after the start of the alleged issue, the patient claimed he felt a symptom of blurry vision. The patient treated himself with food and/ or drank a beverage. The alleged issues were not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issues began.